Event description:
Two shipments were received, each having a different lot number. Shipment a contained the calibration seed for shipment b, and shipment b contained the calibration seed for shipment a. If the problem had not been noticed, pts would have been underdosed or overdosed by 30% depending on which lot number they received. The facility used their own calibration seed. The problem was reported to the MFR, but the MFR just said that the wrong calibration seed got in the wrong shipment.